Event description:
Customer's fiance reports that customer is experiencing a blank display and also states that meter does not transfer blood glucose readings to insulin pump. Customer's blood glucose is unknown. Customer's fiance requested to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).